Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based upon the picture submitted, it is confirmed foreign material clogged the air/water nozzle. The customer returned the subject device without being reprocessing; therefore, foreign material clogged the nozzle. The customer indicated reprocessing of the endoscope was not possible due to the defect. The identity of the foreign material and root cause of the material remained in the device could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The event occurred during preparation for use.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope experienced a leak. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. In addition to the finds reported in b5, flexibility adjustment ring had a scratch. Grip had a scratch. Scope cover had a scratch. Suction cylinder had discoloration. Control unit had a crack. Switch button 1 was damaged. Scope connector cover unit had a scratch. Scope connector had a scratch. Electrical connector had corrosion. Due to clogging of air water tube, no air was fed. Due to clogging of nozzle, no water was fed. Image guide protector was damaged. Plastic distal end cover was deformed. Light guide lens had a crack. Adhesive on bending section cover had a crack. Connecting tube had coating peeling. Universal cord had buckling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.